Event description:
It was reported that the patient visited the hospital two weeks before surgery because the inflatable penile prosthesis (ipp) was not working. A revision surgery was performed and inspection showed a crack in the pump connecting tube, causing saline leakage. Therefore, the pump was removed and replaced. The patient had a stable outcome following the procedure.

Manufacturer narrative:
Investigation summary: based on the information available, boston scientific confirmed the reported malfunction. A fluid leak was identified in the pump connecting tubing. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ipp momentary squeeze (ms) pump was visually inspected and leak tested. There was a leak at the pump strain relief kink resistant tubing (krt) cylinder junction due to fatigue; hole was present. Contamination was found inside the pump. The pump was not functionally tested due to contamination. The identified fluid leak is also the probable cause of the reported mechanical issue, as the device would not be functional after the system fluid was lost. Product analysis confirmed the reported event. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation because the reported events could be traced to a component failure.

Event description:
It was reported that the patient visited the hospital two weeks before surgery because the inflatable penile prosthesis (ipp) was not working. A revision surgery was performed and inspection showed a crack in the pump connecting tube, causing saline leakage. Therefore, the pump was removed and replaced. The patient had a stable outcome following the procedure.